Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. Initially it was reported that during the procedure there was an error code '7' of ¿current leakage¿. In addition, at the end of the catheter, saline was leaking. A second catheter was used to complete the procedure. There was no patient consequence reported. Additional information was received on the event on august 5, 2019 stating that the ECG signals from the thermocool® smart touch¿ electrophysiology catheter were disrupted and the current leakage error (error 7) displayed on the carto. The patient was connected to a body surface ECG; however, there was no information on the status of these signals during the event. The patient was not connected to an anesthesia monitor nor defibrillator and no other source of ECG was available for the physician during the interference. Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to the pictures, a stain of water was observed on the blanket between the catheter. However, root cause for the observed stain of water cannot be confirmed at this time. The product analysis was performed as appropriate in order to find root cause of complaint. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and the catheter failed the test. Current leakage was observed on the electrodes and not reading electrode #4. The catheter was dissected and corrosion was observed on the pcb. Therefore, the catheter was connected to the cool flow pump and water leakage was observed at the catheter handle. Further investigation revealed that the irrigation tube was broken inside the piston. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode #4. Further examination revealed that the lead wire #4 was broken causing the improper signal condition. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint has been verified. The root cause of irrigation tube damage and the wire breakage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 8/3/2019. Device available for evaluation? Is device returned to manufacturer? Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. The ECG signals from the thermocool® smart touch¿ electrophysiology catheter were disrupted and there was no other source of ECG signal available to monitor the patient¿s heart rhythm. Initially it was reported that during the procedure there was an error code '7' of ¿current leakage¿. In addition, at the end of the catheter, saline was leaking. A second catheter was used to complete the procedure. There was no patient consequence reported. The saline leak issue was assessed as not reportable. The catheter leak was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The current leakage error (error 7) was assessed as not reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. Additional information was received on the event on (B)(6) 2019 stating that the ECG signals from the thermocool® smart touch¿ electrophysiology catheter were disrupted and the current leakage error (error 7) displayed on the carto. The patient was connected to a body surface ECG; however, there was no information on the status of these signals during the event. The patient was not connected to an anesthesia monitor nor defibrillator and no other source of ECG was available for the physician during the interference. Per the additional information received stating the ECG signals from the thermocool® smart touch¿ electrophysiology catheter were disrupted and there was no other source of ECG signal available to monitor the patient¿s heart rhythm, this ECG signal issue has been assessed as a reportable malfunction. The awareness date for this reportable ECG signal issue is (B)(6) 2019.